Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient's interstim worked for a couple weeks and then stopped working. Patient had to get a catheter put in and then the interstim worked again for the patient but then stopped again. Patient representative said they went to see the managing urologist yesterday and the long-term plan was probably to have the implant removed because it wasn't working for the patient right now. Patient said the healthcare provider (hcp) was maybe going to have the patient try a different program but for right now the patient rep wanted help turning therapy off because it (the implant) had been "going off" on the patient all night long and it was uncomfortable for the patient. During call, patient representative was able to successfully turn th erapy off. The patient was redirected to their hcp to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the implant "going off" all night long was determined but then stated they had no idea what likely caused or contributed to this issue. In an attempt to resolve the issue, the patient reset and then leveled up the implant. The issue had not been resolved and no further action would be taken. The patient reported they experienced urinary retention prior to the device and their retention had not worsened as a result of the device/therapy. It was also reported that catheterization was the patient's 'standard of care' prior to the device. Device removal was scheduled for (B)(6) 2024.